Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. Four images were provided by the customer. 1. Appears to be a close-up of a section of aspiration tubing with yellow residue (possibly visco) inside the tubing. 2. Image of intraocular lens (iol) container. 3. Image showing the cassette with fluid in the drain bag and more of the aspiration tubing. It appears by the section of tubing showing, the yellow residue is isolated to only a portion of the aspiration tubing. 4. Image showing the cassette and residue in the same section of the aspiration tubing. A sample was not returned for root cause evaluation to determine if the observed yellow residue caused or contributed to the reported event. The root cause of the customer's complaint could not be established with the images provided. Visually, there was yellow residue isolated to a portion of the aspiration tubing, the remaining tubing appeared to be clear. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported the cassette clogged during phacoemulsification phase of a cataract procedure. The product was replaced with an extra one and there was no harm to the patient.